Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting faster than expected. An engineering review of device data was performed, which showed the battery was depleting in a constant, linear manner. However, it did appear that the elective replacement indicator (eri) battery status would likely be reached within seven months, which is short of the labeled longevity for this device. The device remains in service, with normal device follow-ups recommended. No adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.